Event description:
It was reported that the patient of this cardiac resynchronization therapy defibrillator (crt-d) received episodes of inappropriate bursts of anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. It was noted that four bursts of atp and two inappropriate shocks were recorded to have been delivered. The two shocks successfully converted the rhythm. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.